Event description:
A house fire was reported. On (B)(6) 2017, there was a fire in a home, originating in the end-user's bedroom. The user was bedridden with stage 4 cancer, and died in the fire. The fire also caused a great deal of property damage. A preliminary investigation by the insurance company said that the fire was coming from the foot of the hospital bed where the electric pump for the mattress was located. There was also a number of medical devices in this area, including an oxygen concentrator manufactured by (B)(4), and a hospital bed manufactured by (B)(4)- the hospital bed was equipped with an electric bed air pump distributed by (B)(4). Finally, there was also an oxygen regulator manufactured by (B)(4). Again, the initial observations indicated that the fire began at the foot of the bed, however, the definitive underlying root cause of the event could not be determined.